Event description:
The device was returned after being explanted due to reaching elective replacement indicator (eri). The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1581 competitor defib lead, (B)(6) 2008. (B)(4).